Manufacturer narrative:
Investigation in-progress. No samples were available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported that when engaging the safety latch to discard the needle the needle section popped back out. Causing a risk of a needle stick injury as the safety was not engaged when disposing of the needle. Customer noted this to be happening also with the 19g needle size only.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.